Manufacturer narrative:
The manufacturer previously reported a ventilator's on/off switch was defective. The device was returned to a third party service center for evaluation, the customer's complaint was confirmed. The device's front panel was found to be physically damage and needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging the ventilator's on/off switch was defective. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.